Event description:
An error message was reported with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced "feeling uncomfortable, multiple visit to the rest room" and a loss of consciousness. Customer reported unspecified self treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00hc1upr has been returned and investigated. Sensor plug was visibly not properly seated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, the issue is not confirmed to use due to the sensor plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced "feeling uncomfortable, multiple visit to the rest room" and a loss of consciousness. Customer reported unspecified self treatment. No further information was provided. There was no report of death or permanent injury associated with this event.